Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2023 as the exact event date was not reported.

Event description:
It was reported that improper labelling occurred. During inventory count, it was noted that the label on a 180x25cm fathom -16 showed 180x10cm. No patient involvement.